Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 27 mg/dl when paramedics arrived. Customer stated that her insulin pump drive support cap is protruding and the reservoir has less insulin that the status screen shows. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all the functional testing including displacement, prime, basic occlusion, occlusion, and excessive no delivery alarm tests. Drive support disk was inspected and no anomaly was found. Units in reservoir matched properly with status screen. Unit had scratched display window.